Event description:
On (B)(6) 2012, the pt was treated for abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system. Although it was recommended that a palmaz stent be implanted to obtain aortic wall apposition, the physician decided not using this method of treatment. On (B)(6) 2013, computerized tomography of abdomen showed a proximal endoleak type I. The device is placed in the arch of the aorta neck, so that the left side of the device is not in contact to the aorta wall. Size of the aorta wall was 7 - 8 mm. A blood flow was visible.